Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopic procedure, when the shaft of the q-fix anchor inserter was inserted into the bone hole and turned the dial, the anchor suture broke. In consequence, the suture anchor could not be removed from the patient and a new bone hole was drilled. The surgery was completed placing a back-up device into the new bone hole. There was no surgical delay, and no further complications were reported. And a new bone hole was drilled.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned in original packaging. The anchor was not returned, both of the sutures have been broken from the anchor, the cleat is fully extended, and bio debris is present. A functional evaluation was performed on the returned device and found the ratchet is locked and can no longer move the insertion tube. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a certificate of analysis is required with each shipment, and it is necessary to verify the suture diameter and the knot pull suture strength. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive torque, poor bone quality, or misalignment of inserter. Based on this investigation, the need for corrective action is not indicated.